Event description:
On september 26, 2007, it was reported to boston scientific corp that an endoscopic retrograde cholangiopancreatography procedure, using an ultratome xl sphincterotome, was performed (male pt, weight unk). According to the complainant, "when the physician was attempting to cut, the cutting wire broke." The procedure was completed successfully with a second ultratome xl sphincterotome device. At the conclusion of the procedure, the pt's condition was reported as "fine."

Manufacturer narrative:
Visual examination of the returned device revealed: the cutting wire was bent and broken approx 16 millimeters from the distal pierce hole; and the broken ends of the cutting wire had a melted and burst appearance, indicating that excessive current flowed through the device. A functional evaluation confirmed that actuation of the device handle resulted in movement of the cutting wire. Electrical continuity of the cutting wire was confirmed to be intact between the device connector and the proximal segment of the cutting wire. The cause of the excessive current is unk, although possible causes include improper tome positioning, allowing the cutting wire to contact the endoscope, resulting in a short circuit, and excessive power applied to the cutting wire due to improper generator settings. A review of the device history record was performed on the pertinent lot; no anomalies were noted. A search of the complaint database revealed no additional complaints recorded for the same lot. The september 2007 15-month ultratome xl sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.